Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that x-ray identified this implantable lead had dislodged and caused a perforation. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This corrected supplemental report is being submitted to remove text in section b5 that was included in the previously submitted supplemental corrected report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that x-ray identified this implantable lead had dislodged and caused a perforation. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This corrected supplemental report is being submitted with the correct serial number of the product in question. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that x-ray identified this implantable lead had dislodged and caused a perforation. The lead was removed from service and replaced. No additional adverse patient effects were reported. 1. What is the model/serial of the first lead that was explanted due to perforation? (B)(6). 2. Was a cp sent in already for that issue? Yes. 3. Did the x-ray noted on this cp confirm lead 0673/244382 perforated and dislodged? Yes. 4. What are the model(s)/serial(s) of the replacement products? None. 5. Were there any adverse patient effects? No. 6. Will any products be returned for evaluation? Yes. No allegations of malfunction.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the lead tip appeared normal with no damage or deformation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that x-ray identified this implantable lead had dislodged and caused a perforation. The lead was removed from service and replaced. No additional adverse patient effects were reported.